Event description:
It was reported to philips that the device's label is damaged. It was not reported which label was damaged. There was no reported patient or user involvement and no adverse patient/user impact.